Event description:
The patient reported that he has had continued issues with the infusion set tubing partially separating. The patient's blood glucose did elevate to the 300-400 mg/dl range because of this issue. The pt's normal blood glucose range is from 120-140 mg/dl. The patient had symptoms of being tired and thirsty with the elevated blood glucose. The patient stated that he would change the infusion set tubing and bolus, or sometimes give himself an insulin injection to bring his blood glucose down. No medical treatment was necessary. No product is being returned.

Manufacturer narrative:
H6: product not returned for evaluation. Issue described to agency in the recall.